Event description:
Biopsy device was positioned in patient's transplant kidney. The target was visualized on the ultrasound screen. Placement was optimal. Biopsy gun was fired but no sample was obtained. A second device, same lot#, also did not work. A new biopsy device was opened and used successfully.¿